Event description:
The pt was uneventfully intubated with a rusch lasertubus 4.0mm that had been soaked in 0.9% saline solution. Both the inner and outer cuffs of the tube were filled with sterile water. Proper ett position was confirmed with bronchoscopic examination, chest auscultation, and sustained capnography. Approx 3 minutes after initiating mechanical ventilation, high peak airway pressures resulted in co's inability to adequately ventilate the pt. The surgeon was made aware of this problem, and reassured staff that the rigid laryngoscope was not encroaching on the ett. Visual inspection of the oropharynx revealed that there was a kink at the cloth-plastic interface of the ett. Effective mechanical ventilation and return of lower peak inspiratory pressures were achieved by inserting a finger into the pt's mouth to straighten the ett kink.